Manufacturer narrative:
Continuation of d10: product ID 145-5091-150 (lot: b571995); product type: ; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that an axium coil would not detach and was found stuck in the echelon microcatheter. The patient was undergoing aneurysm embolization for treatment of an amorphous, ruptured aneurysm in the middle cerebral artery with a max diameter of 3 mm and a 2 mm neck diameter. The accessed vessel was the femoral artery with a diameter of 8 mm. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that for a middle cerebral aneurysm, coil embolization was performed. After the microcatheter was in place, the apb-3-6-3d-es coil was delivered and the detachment area was manually broken, but the coil was not detached. Then it was withdrawn, but it was found that the coil was stuck at the proximal end of the microcatheter. So they were withdrawn as a whole and returned for identification. It was also reported nondetachment occurred. The physician attempted to detach the coil with the instant detacher 0 times. The physician did not try to detach with another instant detacher. There was one manual attempt at detachment via hypotube. There was no issue with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an 6f guilding guide catheter .

Event description:
Additional information received that the coil came out of the introducer sheath smoothly. There was no kink/damage to the coil observed after removal. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: product analysis of apb-3-6-3d-es, lotno:226843578 found no damages or irregularities with the echelon-10 micro catheter hub. The axium prime pusher was extending out of the hub ~164.3cm. No damages or irregularities were found with the micro catheter body, distal tip or marker band. The axium pusher was broken at the break indicator, indicative of a detachment attempt. The release wire was fully retraced out of the pusher and not returned for analysis. The implant coil was found within the echelon-10 severely damaged/stretched/broken and bunched up/stuck within the micro catheter. The echelon-10 total length was ~154.2cm and the useable length was ~146.1cm which is within specification (specification: total (ref) = 152cm, usable: 144cm ±2.5cm). The echelon-10 micro catheter was flushed, and water did not exit the distal end. The axium prime could not be retracted or advanced out as the damaged implant coil created a large ball that became stuck within the inner lumen of the echelon. The catheter was cut open to remove the axium prime. Due to the severe condition, the axium prime was damaged further during extraction and no other details could be determined. The echelon-10 could not be used for resistance testing as it was destroyed during the extraction. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ and ¿coil resistance/stuck in catheter¿ were confirmed as resistance was encountered. The resistance was found to be caused by the damages found to the implant coil. The cause of the severe coil damage cannot be determined. The customer report of non-detachment could not be confirmed. The proximal pusher (actuator interface/coupler tube), release wire and coin were not returned and any contribution of these subassemblies towards the non-detachment could not be assessed. The implant was found broken and the detach element was already separated from the pusher, therefore cause could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.